Event description:
This is report 2 of 2 of the same event: it was reported that during an unspecified surgical procedure, it was discovered that the modular handpiece device blew apart and the drill bit blew off into pieces. The reporter clarified that the drill bit device completely detached from the handpiece. It appeared that the drill bit did not get stuck in the handpiece but seemed to "explode" and come apart. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d10: concomitant med products and therapy dates: modular handpiece device, 8/29/2024. The product code is unknown. Therefore, the brand name, catalog number, lot/serial number, manufacturing location, 510k classification, and the manufacture date are unknown, therefore the UDI cannot be completed. E1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d1,d2a, d2b, d4, h6: during in-house device investigation, it was confirmed that the broken pieces received were part of the attachment device (unknown attachment) and not the drill bit device. Therefore, the brand name, common device name, catalog number, product code and medical device problem code has been updated. D1, d2, d3, d4, g4, h4, UDI, g1-1: the product code is unknown. Therefore, the brand name, catalog number, lot/serial number, manufacturing location, 510k classification, and the manufacture date are unknown, therefore the UDI cannot be completed. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the handpiece device was returned with an unknown part, appearing to be a piece of an attachment device. During the evaluation, the device underwent a visual inspection and was found to have failed the inspection due to missing parts. Given the available information and the fact that only a portion of the device was received, a definitive root cause could not be determined. Therefore, the reported condition was confirmed. However, an assignable root cause was not established.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: h4: corrected. G1-1: manufacturing site name and address added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: d1, d2a, d2b, d4, h4, UDI: the product code, brand name, common device name, catalog number, lot number, primary UDI number, 510k classification, and the manufacture date updated.